Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 305u223, tissue valve, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Automatic lead diagnostics shows ventricular lead impedance had increased to greater than 1500 ohms in (B)(6) 2014. Ventricular lead warning on (B)(6) 2014 with all open circuit/high impedance pace counts since lead warning occurred. Ventricular capture management trend shows right ventricular lead threshold has been 2.5 volts or higher throughout record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.